Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) replaced due to it stopped working. Upon removal the physician inspected the device and noted a fluid leak due to a hole in the reservoir. There were no patient complications.